Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that t-wave oversensing was observed during follow up visit after implant. Device was reprogrammed and left implanted.